Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, the device had a transmitter failed error. No additional event or patient information is available. The complaint device was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The global transmitter final functional test was performed and passed with no deficiency . The customer complaint of a transmitter failed error was not confirmed.